Event description:
A certified ophthalmic technician reports that during lasik surgery, the laser stopped firing. The procedure could not be completed within the same session. During a follow-up conversation with the surgeon, he indicated the pt's outcome was not affected by this event.